Event description:
It was reported by customer that they need to speak to someone regarding the powerpicc line that was placed in her nursing home patient. Caller states there is not an end cap on the powerpicc line and not sure if the night shift discarded it or if the patient came to the nursing home without a cap. Caller states the line is clamped but she is worried about infection with the line being uncapped. Medical information response: explained we are the manufacturer of the bard powerpicc lines but we do not place them. Suggested she reach out to the facility who placed the PICC for more information. Informed per the powerpicc IFU, "apply a sterile end cap on the catheter hub to prevent contamination when not in use".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.